Manufacturer narrative:
Investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Event description:
No additional information.

Event description:
It is reported, needle 18x1-1/2 blunt fill, visible fragments of the rubber stopper were identified in propofol drawn into a syringe, creating a significant patient safety risk if unintentionally injected.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. E1. Address information was not provided; therefore, il was used as the state.